Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Data log review shows signal-to-noise ratio (snr) step down to 2000 just before being disconnected from first automated impella controller (aic). Placement signal not reliable alarms were triggered and the placement signal was lost for the rest of the case. The pump was not returned. The cause of the optical signal issue was not determined since data log review is inconclusive without returned product. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the use of an impella cp pump for support in a patient with acute myocardial infarction and cardiogenic shock. The patient was on multiple high dose pressors. During support, the pump experienced placement signal alarms. No issues with patient support without placement signal. Ultimately care was withdrawn, and the patient expired.

Manufacturer narrative:
Added h6 coding. D10 concomitant medical products and therapy dates updated.